Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. The patient was treated with intraperitoneal (ip) vancomycin, 1.5 gram in one bag (frequency and duration not reported), ip imipenem 500mg, three exchanges per day (duration not reported), and ip amikacin 125mg per exchange (frequency and duration not reported) for peritonitis. The action taken with dianeal and extraneal therapies was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.